Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a multibite single-use biopsy forceps was used during an esophageal dilation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the multibite biopsy forceps was introduced into the esophagus for biopsy, but failed to close properly. The physician was not able to obtain an appropriate sample with this device. The procedure was successfully completed with a different biopsy forceps device (product and MFR unk). There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4): (improper closure of device). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).